Event description:
Procedure performed: tlh. Event description: hospital [name] this is a complaint from the hospital; the event unit was used to retrieve the uterus. After retrieving, it was found that the bag was torn, and the fragment might have been left in the patient body. No patient injury or illness associated with this event. This event unit will be returned. Intervention: kept using the event unit and the procedure was completed. Patient status: no patient injury indicated

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.

Event description:
Procedure performed: tlh. Event description: "hospital [name]. This is a complaint from the hospital; the event unit was used to retrieve the uterus. After retrieving, it was found that the bag was torn, and the fragment might have been left in the patient body. No patient injury or illness associated with this event. This event unit will be returned. Intervention: kept using the event unit and the procedure was completed. Patient status: no patient injury indicated.

Manufacturer narrative:
No product is being returned for evaluation and no lot number has been provided to applied medical. A follow-up report will be provided upon completion of investigation.